Event description:
Patient underwent a lumbar fusion on (B)(6) 2011, where four click-x screws, locking caps 3d heads and rods were implanted. Post-op, patient fell and was in pain. X-rays showed that one of the 3d heads popped off. Revision surgery was performed on (B)(6) 2011, where the 3d head and locking cap was removed and replaced. This is the 2nd of 4 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. The manufacturing records were reviewed and no complaint related issues were found.